Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 401 mg/dl. The customer also reported blood glucose level of 230 mg/dl. Customer was advised that the system diagnostics detected sensor was not properly responding to glucose and stopped displayed sensor glucose readings. Customer reported that they did receive a calibration not accepted alert. The customer would like to continued troubleshooting. The insulin pump was not returned for analysis.